Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a bowel resection. The device was able to cut the tissue but was not able to place any staples. It is unknown how the case was completed. Patient status is unknown.